Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while fixating the peritoneum during a laparoscopic transabdominal preperitoneal repair procedure on (B)(6) 2017, there were difficulties with loading the reload onto the handle. The reload was not securely fastened onto the shaft and there was difficulty in pressing the "push to reload" button. After the loading issues were experienced, the reload was used in the patient. The surgical time was extended 30 minutes or more due to the product problem and the staff had to open new instruments after experiencing firing and reloading issues. They changed to another device in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The first instrument was received with disrupted timing. Two 10r dlus were received with disrupted timing and scratches on the inner tube. One 10r dlu was received with proper timing and no scratches on the inner tube. All dlus were unable to be loaded due to disrupted timing. The visual inspection of the second device noted no abnormalities. Two dlus were unable to be loaded due to disrupted timing. One dlu was able to be loaded onto the instrument and the remaining tacks seated properly in the test media. A review of the device history record indicates the product was released meeting all manufacturer's quality release specifications at the time of manufacture. Replication of the reported conditions could be due to improper loading of the reloads, indicated by the scratches on the inner tube of the reloads. Our instructions for use warn against the action that was taken. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.